Event description:
The customer reported that insulin was leaking from the reservoir's barrel. The caller stated that the barrel does not show cracks or splits, and nothing is missing or appears to be damaged. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.